Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs # 1225714-2013-02837 and 1225714-2013-02838.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.